Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy pca pump exhibited "high volume deviations." Per reporter no further information is available at this time.